Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter (insect) was discovered inside syringe with a bd syringe 5ml emerald bns. The following information was provided by the initial reporter, translated from (B)(6) to english: insect inside the syringe. Noticed before use.

Manufacturer narrative:
H.6. Investigation summary bd has been provided with photos and a sample for catalog 303127 lot 9119664 to investigate for this record. Visual examination of the sample bd was able to see the insect inside the syringe. As a result, bd was able to verify the reported issue. The insect could be introduced in the syringe during transport or storage after production or during production in the assembly room ending at the primary packaging machine. The manufacturing site has implemented a pest control program with employing best practices. The scope of the program focuses on the control of rodents, insects, reptiles, and disinfection of the changing rooms. In addition, the program covers all areas of the facility as it relates to production, services, warehouses and the outer perimeter including the boundary fence. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that prior to use foreign matter (insect) was discovered inside syringe with a bd syringe 5ml emerald bns. The following information was provided by the initial reporter, translated from french to english: insect inside the syringe. Noticed before use.